Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient¿s last refill, the reporter got all of the drugs out of the pump and they were only able to fill the pump with 13 cc of drug. The reporter tried ¿pull back for four minutes,¿ but he still could not fill the pump. The problem ¿got worse.¿ the patient had another refill on the date of this report, and they pulled everything out, but they could not get anything back into the pump. It was later reported that ¿everything was working properly¿ after using a 5 cc syringe of saline. The saline was ¿pushed in and then aspirated.¿ the pump was used to deliver clonidine, marcaine, prialt, baclofen and fentanyl.